Event description:
It was reported that two right ventricular (rv) pace/sense (p/s) epicardial leads positioned in the left ventricle are plugged into the device's rv port using a y connector. The lead integrity alert (lia) was triggered for increasing short interval counts (sic) and non-sustained episodes. The doctor suspected that an electric blanket was causing noise on the two rv p/s epicardial leads. The leads remain in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 5071-53 lead, implanted: (B)(6) 1999; 6932-65 lead, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
Product event summary # 5071-53 ((B)(4)): the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met.